Event description:
This is the first of three reports (devices used by the account). It was reported that the sales representative tested the devices used by the account after they reported having issues. The micro handpiece (serial number: (B)(4)) was barely penetrating the plaster of paris. The sales representative even increased the power and suction to 100% and got very little power and very little buzzing. The 24 khz neuro hp tested fine and the sales representative could not mimic any yellow error codes reported by the nurse, who stated that they got a handpiece error when they switched to the 24 khz neuro handpiece. The nxt console said to unplug and replug the handpiece and so they got that error to go away. Then they had a footpedal error and they had to unplug and plug that in before they could get the error to go away. Surgery delay was reported. Again, the sales representative could not mimic these errors. Additional information was received from the sales representative on 21jan2016 with the following: the handpieces and consoles have been intermittently failing; no power and handpiece error messages. Type of surgery were crani procedures. No details could be provided regarding any patient information. No patient injuries reported but the surgeon felt that he could not reliable remove all the tumor in some cases. Linked to mfg. Report numbers: 3006697299-2016-00080 and 3006697299-2016-00081.

Manufacturer narrative:
Integra has completed their internal investigation on 02/26/2016. The device was not returned for evaluation. No non-conformance reports were raised during the manufacturing process for the cusa nxt service module. The DHR review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa nxt service module been released service history: may 2015; dec 2014; may 2014. Based on the complaint description a review of cusa nxt complaints was completed using the key words ¿footswitch error¿ and ¿handpiece error¿ in the search criteria. The review encompassed from dates 14-jan-15 to 17-feb-16. A total of (B)(4) complaints were reviewed of which this complaint is the single occurrence complaint which contained the search criteria. Based on the complaint review a trend is not identified. Rate of occurrence: the quantity of complaints over the review period with the key words identified in the complaint review can therefore be calculated as 0.01%(1 x 10-4) of procedures. Since the product was not returned for evaluation a root cause determination cannot be determined.